Event description:
The customer reported that the console uninterruptible power supply (ups) external battery cabinet was heated up, had a burning smell coming from it. The customer's in-house bio-med determined that batteries in the third external battery cabinet were swollen and were leaking battery acid. Philips field service engineer (fse) confirmed that there was no harm to a pt, operator or bystander. The fse determined that the ups battery had leaked battery acid inside the battery cabinet. The customer's bio-med is handling the battery replacement.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).